Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a pocket infection. The whole system was explanted. No patient issues were noted pre/post procedure. The patient was recovering with antibiotics. Related manufacturer reference number: 2017865-2020-14267.